Event description:
Pt "passed out" three times during the night. Upon "coming to" she tested her blood glucose on the suspect device=100mg/dl and 110mg/dl. She went to the drs where she passed out again and the lab draw blood glucose=30's mg/dl. The suspect device gave a reading of 120mg/dl at the same time. Glucose controls tested in range.